Event description:
As reported by the field clinical specialist (fcs), during the transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the commander delivery system balloon was partially inflated to about 25% when it ruptured. This occurred during valve deployment. No extra volume had been added to the balloon prior to inflation. The syringe had 23cc of volume that was to be used for the inflation; however, due to the balloon rupturing, not all the volume was used. Blood was noted in the syringe. The patient was stable. A decision was made to open a second commander delivery system. The second commander delivery system was going to be exchange with the first commander delivery system in order to deploy the valve in the descending aorta, but the operator was unable to separate the valve from the ruptured balloon as the balloon was stuck on the valve. The second commander delivery system was not used and the patient was transferred to surgery. Once in surgery, the delivery system and valve were removed from the patient. The patient was then implanted with a surgical valve. The patient was noted to be stable at the end of the procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual inspection of the returned device revealed a kink on the commander delivery system balloon shaft, likely due to packaging. There were gouges visible on the flex tip. The balloon was observed to be radially torn. Dimensional testing was then performed. The inflation balloon double wall thickness was measured along the edges of the burst location. All measurements taken of the balloon double wall thickness met specification. Post-procedure imagery was also provided for review. Review of the imagery revealed the balloon contained residual fluid and appeared to be slightly bunched up at the distal end. The thv was noted to be crimped over the proximal balloon shoulder. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for commander delivery system balloon burst was confirmed via visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned device revealed the balloon wall thickness was within specification. No visual abnormalities were observed on the returned device. An existing technical summary written by edwards lifesciences documents the root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the patient had severe aortic stenosis with moderate calcium in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon burst, the altered balloon profile made it susceptible towards entanglement with the partially deployed thv, which resulted in the reported withdrawal difficulty wherein the delivery system could not be separated and retrieved in order to complete the thv deployment with another system. In this case, available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.